Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 260 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.